Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) as well as inability to get a magnetic resonance imaging (MRI). Patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months based on the date the manufacturer became aware of the event.